Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad buttons were stuck during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'had keypad buttons stuck' was confirmed .it was observed that run/stop, #3,#6.#9 and 4th left to right soft button was sticky and some times non-responsive. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.